Event description:
During the procedure, the enterprise delivery system (enf452812/ 10195433) was pulled out from the distal tip of select plus 150/5 cm 45 shape (606s255fx/ 15748667) microcatheter (mc), but there was no enterprise system. Additionally, the orbit mini complex coil (637mf0202/15576556) stretched during insertion into the target aneurysm, and after the event the same sl 10 microcatheter was used with the next device. There was only delivery wire. According to the report, since there was no enterprise system, the mc might be related to the issue. Therefore, the mc should be inspected with the delivery system. After the event with the enterprise, both devices (enterprise and microcatheter) were removed as a unit. Prior to inserting in the patient, it was unknown if the enterprise stent was present, but there were no damages noticed on the microcatheter or enterprise that might have contributed to the event. All guidelines were followed during insertion of the enterprise, and no issues reported during initial insertion or advancing of the enterprise through the y connector or microcatheter. The stent was never found, and the microcatheter was not re-shaped. During placement, the coil was not left in the aneurysm, while the sl-10microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. Other that what was reported, no other damages noticed on the devices (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the microcatheter and coil will be returned for analyses.

Manufacturer narrative:
During the procedure, the enterprise delivery system (enf452812/ 10195433) was pulled out from the distal tip of select plus 150/5 cm 45 shape (606s255fx/ 15748667) microcatheter (mc), but there was no enterprise system. Additionally, the orbit mini complex coil (637mf0202/15576556) stretched during insertion into the target aneurysm, and after the event the same sl 10 microcatheter was used with the next device. There was only delivery wire. According to the report, since there was no enterprise system, the mc might be related to the issue. Therefore, the mc should be inspected with the delivery system. After the event with the enterprise, both devices (enterprise and microcatheter) were removed as a unit. Prior to inserting in the patient, it was unknown if the enterprise stent was present, but there were no damages noticed on the microcatheter or enterprise that might have contributed to the event. All guidelines were followed during insertion of the enterprise, and no issues reported during initial insertion or advancing of the enterprise through the y connector or microcatheter. The stent was never found, and the microcatheter was not re-shaped. During placement, the coil was not left in the aneurysm, while the sl-10microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. Other that what was reported, no other damages noticed on the devices (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the microcatheter and coil were supposed to be returned, but to date no products were received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15576556 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use cautions to not attempt to use the coil system as a guidewire if positioning of the microcatheter is lost during coil deployment. If repositioning of the coil is necessary, carefully observe the motion of the coil in respect to the delivery system wire while retracting the coil under fluoroscopy. If the coil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It cautions that if the coil is positioned at a relative sharp angle to the microcatheter, a coil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the coil may be more easily funneled back into the microcatheter. Although a definitive root cause conclusion cannot be made, procedural factors including repositioning the microcatheter over the deployed coil may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15576556 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
During the procedure, the enterprise delivery system (enf452812/ 10195433) was pulled out from the distal tip of select plus 150/5 cm 45 shape (606s255fx/ 15748667) microcatheter (mc), but there was no enterprise system. Additionally, the orbit mini complex coil (637mf0202/15576556) stretched during insertion into the target aneurysm, and after the event the same sl 10 microcatheter was used with the next device. There was only delivery wire. According to the report, since there was no enterprise system, the mc might be related to the issue. Therefore, the mc should be inspected with the delivery system. After the event with the enterprise, both devices (enterprise and microcatheter) were removed as a unit. Prior to inserting in the patient, it was unknown if the enterprise stent was present, but there were no damages noticed on the microcatheter or enterprise that might have contributed to the event. All guidelines were followed during insertion of the enterprise, and no issues reported during initial insertion or advancing of the enterprise through the y connector or microcatheter. The stent was never found, and the microcatheter was not re-shaped. During placement, the coil was not left in the aneurysm, while the sl-10microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. Other that what was reported, no other damages noticed on the devices (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the microcatheter and coil were supposed to be returned, but to date no products were received. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a coil dispenser, inside of orbit box. The hypotube was inspected and it was found kinked. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.